Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable urea results for patient samples and quality control material. The specific number of patients involved was unknown. Data was provided for one patient. The initial result was <0.5mmol/l and the repeat result was 8.8 mmol/l. It was unknown if any erroneous result was reported outside the laboratory. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided. The field service representative found the gear pump pressure was too high so he replaced the gear pump which resolved the issue.